Manufacturer narrative:
The customer has not returned any product. A specific root cause could not be identified for this event. Since no product was returned, the investigation could not be completed. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
Medical assessment of the event found there is no evidence of a product malfunction which caused or contributed to the event. A review of relevant data including the monitoring of quality assurance retention samples does not indicate a need for further investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained about high glucose results for 1 patient tested on inform ii meter with serial number (B)(4). At approximately 10:35 a.m. The result from the meter was 209 mg/dl from a finger stick. The patient was administered an unknown dosage of novolog "shortly after" this result. At "sometime later" the patient ate a small lunch. The specifics surrounding what was eaten for lunch were not provided by the customer. The customer stated they will not be able to provide the specific time the novolog was provided nor when the lunch was eaten. The customer also stated they will not be able to provide what was eaten for lunch. At approximately 1:30 p.m. The patient began exhibiting "mild" hypoglycemic symptoms. The specific symptoms were not provided by the customer. A finger stick was performed on the meter and the result was 210 mg/dl. Approximately 20 minutes later, the patient began exhibiting "more severe" hypoglycemic symptoms. The specific symptoms were not provided by the customer. At approximately 1:50 p.m the patient was tested by finger stick on a second inform ii meter and the result was 39 mg/dl. This result was believed to be correct by the operators. The patient was immediately treated with an ampule of d-50. The patient was not drawn for any laboratory testing during the event. The patient recovered and no longer exhibited hypoglycemic symptoms. The specific time it took for the patient to recover was not provided by the customer. The patient is currently doing fine. Quality control tests were run within 24 hours of the event on both meters and the results were acceptable. The meter with serial number (B)(4) and strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.